Manufacturer narrative:
A loose extended reach arm has the potential to cause unintended motion of the interventional devices. According to the user, the case was completed successfully with no patient complications and no unintended motion of interventional devices was noted. Corindus service went to the site to evaluate the unit and determined that the friction joint of the extended reach arm had loosened beyond acceptable specification. Service was conducted to the friction joint and return the extended reach arm to specification.

Event description:
The user noted that the friction joint of the extended reach arm continued to move after positioning the arm. It was also stated that the extended reach arm drifted when pulling back the guide catheter support track.